Manufacturer narrative:
(B)(4). The 6/4 mm adoii was received in the postmarket surveillance lab and decontaminated. The adoii was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a caliper. The device was loaded into a test 5f loader, advanced to a test 5f catheter, and deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the adoii met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the adoii met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the adoii, and the cause for the embolization remains unknown.

Event description:
The patent ductus arteriosus was measured via fluoroscopy and a 6/4 mm amplatzer duct occluder ii (adoii) was selected for use. Following deployment and release from the delivery cable, the adoii embolized to the main pulmonary artery. The adoii was percutaneously snared and retrieved through a 5f catheter and removed from the patient. A 6/4 mm amplatzer duct occluder was implanted successfully with no adverse events noted.